Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received unknown baclofen 2000 mg/ml at a dose of 698,2 mg/day via an implantable pump. The indication for use was not provided. It was reported that during normal use on (B)(6) 2017 the pump experienced intermittent motor stalls. The pump logs from (B)(6) 2017 indicated 11 motor stalls and recoveries starting on (B)(6) 2017 into (B)(6) 2017 with a final stall on (B)(6) 2017 at 23:37 and no indication of recovery. As reported, there was no external root cause identified. Diagnostic testing/troubleshooting included checking the logs. The physician was advised to program the pump to minimum flow rate and schedule a replacement. The estimated replacement indicator was 22 months. A pump replacement was planned for (B)(6) 2017. Patient symptoms were not reported. At the time the report, the issue was reported as unresolved and the patient status was noted as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Pump interrogation revealed the pump infused at a daily dose of 1,498.2 g/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Analysis also identified electrochemical migration across the electrical feed-through insulator which caused an electrical short. The residue on the gear shaft of the motor gear train and the electrical short resulted in the motor stalls. Conclusion code 92 no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient did not experience any symptoms. The explant did occur on (B)(6)2017. The hcp had possession of the device. The representative would pick up the device and return it as soon as possible.